Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device stopped working occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be loss of connection. The reported event of the device stopped working is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.